Event description:
The pt reported that she "deleted" a bolus on her infusion device and a8 (bolus canceled) was displayed. Since that time, none of the buttons on the infusion device work. She changed the battery and was unable to resolve the issue. No physiological effects were reported. The pt did not require treatment form a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.